Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that device exceeded the set operational speed. The 85% stenosed target lesion area was located in a moderately tortuous and moderately calcified right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, when the device was placed in the landing zone in the vessel with an operational speed of 180,000 rpm, a stall message was displayed and rotation of the burr stopped. However, it was further reported that the burr reached a maximum speed of 200,000 rpm exceeding the set operational speed.